Manufacturer narrative:
A third party service technician evaluated the device. The silence/reset button able to work. Indicated that it must be push harder than other buttons. Replaced lower interface panel. Replaced ptv pigtail assembly. The exact root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator failed to ventilate on a patient during flight. Furthermore, the customer confirmed that there was no patient harm reported associated with the event. Alternative ventilation was provided.